Event description:
During a rectum procedure, staples would not hold. Leak test performed and the staple line leaked. Had to redo the anastomosis, therefore, the procedure time was extended. There was no pt consequence.